Event description:
It was reported the device exhibited a "no disposable, clamp tubing" alarm. Device was stopped and then restarted, but alarm persisted. Clamped tubing, unlocked the cassette to check for air in the line, air was present. Cassette was reattached, tubing unclamped, and device restated, bu the alarm persisted. Device setting read: rate 5.5; volume 13; given 240. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable-clamp tubing" alarm is the dso sensor. The most probable cause for visible air in line is user error, most probably cause by medication being added too quickly or the pump was not primed appropriately; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.